Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the insulin pump was received with cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level went as high as 556 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised when they would bolus they could smell insulin. Customer's skin felt damp and they felt they were not receiving insulin. Customer advised there were small air bubbles inside the tubing. Customer did not pass the high pressure test and received a no delivery alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.